Manufacturer narrative:
Clear tube applier stretched. Eval summary: the analysis results confirmed that device a was rec'd with the introducer tube stretched at the handle assembly area and the collagen plug with the clip present. Due to the returned condition, the collagen plug could not be deployed. A corrective action has been initiated to address the root cause of the collagen plug deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. The analysis results found that device b tip of the introducer tube was rec'd torn and missing at the distal end. No functional test could be performed due to the condition of the device returned. See attached pictures. A corrective action to address the deployment issues. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review. Device b add'l info: batch # e9ex9y, expiration date: 03/2013. Mfg date: 04/2008.

Event description:
It was reported that during a breast biopsy procedure, the clip would not release. Another device was used to complete the procedure. There were no adverse consequences for the patient.